Event description:
Boston scientific received information that this right atrial (ra) lead as well as the right ventricular (rv) lead (B)(4) dislodged due to twiddler's syndrome. Both leads were extracted without problems, and were successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. During visual inspection, the lead was noted to be wavy/deformed in a few places between the terminal pin and 300mm. There was a cut in the lead 297-301mm from the terminal pin, and there was a cut in the suture sleeve. There was also dried blood/body fluid in the lumen due to the cut. A resistance test was completed to asses electrical performance, and measurements from this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, but it is possible that the wavy/deformed areas of the lead body could be a result of twisting related to twiddler's syndrome.